Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected because the device no longer cycled. Upon revision surgery it was determined that there was a fluid loss at tubing to cylinder right above pump block. A replacement surgery was performed in which a new cylinder and pump were implanted. No patient complications were reported.